Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump was received with normal operating currents. No blank display was noted during testing. No damage was found on the lcd isolation tape. The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling during testing noted. No unlocked connector was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that during bolus delivery, numbers continued to scroll even after fingers were removed off of buttons. Customer's blood glucose was 131 mg/dl. Customer does not know what caused anomaly. Customer received a blank display screen after removing battery in order to reset insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.